Event description:
Additional information received from a manufacturing representative reported that it was unknown if any diagnostics were done. The patient was put on antibiotic treatment and the infection eventually cleared. A new deep brain stimulation system was implanted in (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturing representative reported the patient was having a revision to move place a new implantable neurostimulator (ins). The ins was unable to be placed in the pectoral areas where the ins was previously due to damage from an infection in that area. The patient's health care provider (hcp) planned to place the ins in the abdominal region. The hcp also confirmed the previously used pocket was tender and not ideal for an intermediate opening so they are going to use an area just below that. The plan for the revision was to tunnel from the abdominal pocket to just below the old pocket location and then tunnel form just below the old pocket to the lead in the mastoid area. The revision went smoothly without any problems. The tunneling process went well and the patient was back up and running with an effective deep brain stimulation (dbs) system. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v015431, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v015431, implanted: (B)(6) 2007, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A manufacturing representative reported the patient's implantable neurostimulator (ins) and extensions were going to be removed because the pocket was too small and the ins was breaking through the skin. The ins and extensions were to be removed to reduce the possibility of infection. The leads were capped and left implanted. The patient's indication for use is parkinson's dual.